Event description:
It was reported the physician was not able to place the lead in the desired location and the patient was also experiencing discomfort; the physician opted to abandon the procedure. The physician suspected the patient may have a csf leak and hence, performed a blood patch procedure. Follow-up information received the patient did not have any signs of dural headache.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.